Event description:
Event description guidant received information that following the implant procedure of this pacemaker and lead system, both leads exhibited noise. The caller indicated the leads were inadvertently reversed in the header during the implant procedure. No adverse patient effects were reported.